Event description:
It was reported that the programmer was "dead." The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and therefore the power supply was replaced. Analysis also found that the keyboard latch was broken off, one foot was missing on the lower case and the electrocardiogram connector on the link electronic module (lem) printed circuit board (pcb) was loose. All found defective parts were replaced and the lem pcb was also calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).